Event description:
It was reported that customer did not see drops of insulin at end of tubing during tubing fill, and that issue persisted despite trying multiple cartridges, with pump later giving occlusion alarm after customer completed load process. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, was guided through use of new cartridge and instructed not to overfill cartridges, and technical support completed escalated troubleshooting, approved and sent replacement pump, provided storage mode and return instructions for problematic pump including ups pickup, and confirmed that no further action was required once shipment retrieval was arranged.